Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** the UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model #. D1 - brand name - previous brand name: servo-I, - corrected brand name: servo-I base unit d4 - version or model # - previous version or model #: servo-I, - corrected version or model #: 6487800

Event description:
Manufacturer's ref. (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of received problem description. No ventilator logs were provided. Customer did not request service. Information about the current status of the ventilator has not been provided.

Event description:
Manufacturer's ref. #: (B)(4).